Event description:
It was reported that the image on the left monitor of the 9800 system was distorted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was adjusted and the wheels were tightened during the service call. The system was tested and found to be working as intended and put back into service.